Event description:
Customer states the device is having error code b0000/codec failure. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.